Event description:
Stryker flow suction irrigator being used during case was making a noise as if it was running. Device was checked multiple times and seemed fine. This nurse then went to change irrigation bag and motor house was extremely hot. Room notified and device removed/ replaced with no issues.